Event description:
The complaint alleged that the valve would not cycle. The independent repair statement confirmed the key failure to be the operator valve, not cycling and that the unit was alarming/red light. Additional malfunctions were 2 leaking clamps; 1 dirty pm kit; 2 sieve beds with low o2 and 4 zip tie leaks.